Event description:
Complainant alleged that while attempting to treat a pt (age & gender unk), the device stopped responding to the front panel controls. Complainant did not indicate that there was any adverse effect to the pt, due to the reported malfunction.

Manufacturer narrative:
Zoll med corp has received the product, and will be providing a f/u report when our investigation is completed.